Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions, missing thixotropic adhesive (ke45) on the forceps cover, a pink rubber chip at the edge, and a pinhole in the cement of the light guide (lg) lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of blocked air channel. This issue does not indicate a medical device reportable event. However, a medical device reportable malfunction was identified during testing at the service center. During inspection, missing thixotropic adhesive (ke45) on the forceps cover, a pink rubber chip at the edge, and a pinhole in the cement of the light guide (lg) lens were found. There was no patient involvement.